Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, and cracked retainer. Cosmetic damage was confirmed at retainer ring. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring damaged. No harm requiring medical intervention was reported. The customer will discontinue the use of device.